Manufacturer narrative:
This MDR is filed only because 2 previous MDR's found on 2 year look back. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports that the scissors are not sharp enough. There was patient contact, no injury. This MDR is filed only because 2 previous MDR's found on 2 year look back.